Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery / (B)(4)/ model #: 1650 / expiration date: 2017-12-31 UDI #: (B)(4) mfg date: 2016-12-31 (B)(4). Heartware ventricular assist system ¿battery / (B)(4)/ model #: 1650 / expiration date: 2017-12-31 UDI #: (B)(4) mfg date: 2016-12-31 (B)(4). Heartware ventricular assist system ¿battery/ (B)(4)/ model #: 1650 / expiration date: 2017-09-30 UDI #: (B)(4) mfg date: 2016-09-30 (B)(4). Heartware ventricular assist system ¿battery/ (B)(4)/ model #: 1650 / expiration date: 2017-10-31 UDI #: (B)(4) mfg date: 2016-10-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient first came into the clinic with unexplained beeps that were suspected to be power switching. After informing the patient to watch closely for any power switching, the patient returned to the clinic with a pump stop. The site further reported that the pump stop occurred after changing one of the batteries that was low on charge. Moreover, the clinic saw a pump stop occur when the patient disconnected one of the power sources while both batteries were green. After reattaching the battery, the controller started up with the battery now showing a yellow charge on the reconnected battery and no charge on the second battery. The patient then moved both ports on the controller, and both batteries lit back up with green bars. All of the devices have been exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one (1) controller and four (4) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several power switching events due to momentary disconnections involving batteries (B)(4). Momentary disconnection will result in an audible tone or "beep." As a result, the reported premature power switching and reported ¿beeps¿ were confirmed. Analysis of the event log file revealed that one (1) controller power-up event was logged on 31/may/2018 at 17:04:32. The data point prior to the loss of power revealed that (B)(4) was connected to power port one (1) and (B)(4) was connected to power port two (2) with 24% relative state of charge (rsoc). Several momentary disconnections were recorded leading up to the loss of power. The data point recorded after the loss of power revealed that (B)(4) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for 17 seconds. As a result, the reported loss of power was confirmed. Additionally, analysis of the alarm log file revealed two (2) critical battery alarms due to communication errors were logged on 25/may/2018 and 30/may/2018 involving (B)(4) . This is an additional finding unrelated to the reported event. The most likely root cause of the observed critical battery alarms can be attributed to communication errors between the controller and battery. The most likely root cause of the reported premature power switching events and reported "beeping" can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. An internal investigated momentary disconnections. Additional products: (B)(4) , battery: h6: method code(s): FDA 4112; FDA 10 h6: result code(s): FDA 3213 h6: conclusion code(s): FDA 12 (B)(4) , battery: h6: method code(s): FDA 4112; FDA 10 h6: result code(s): FDA 3213 h6: conclusion code(s): FDA 12 (B)(4), battery: h6: method code(s): FDA 4112; FDA 10 h6: result code(s): FDA 3213 h6: conclusion code(s): FDA 12; FDA 4307 (B)(4), battery: h6: method code(s): FDA 4112; FDA 10 h6: result code(s): FDA 3213 h6: conclusion code(s): FDA 12 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one controller (con307282) and four batteries (bat550050, bat550335, bat323763 and bat324203) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller, con307282, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving batteries bat550050, bat550335, bat323763 and bat324203. Momentary disconnections will result in an audible tone. Analysis of the event files revealed a controller power up event on 05/31/2018 at 17:04:32. The controller lost power for 17 seconds. The data point prior to the loss of power revealed that bat550050 was connected to power port one (1) and bat323763 was connected to power port two (2) with 24% relative state of charge (rsoc). The data point after the controller power up event revealed that bat550050 with 73% relative state of charge was connected to power port one (1) and bat323763 was connected to power port two (2). Multiple momentary disconnections were observed prior to the loss of power. As a result, the reported event can be confirmed . Analysis of alarm log file revealed two critical battery alarms that were logged on 05-25-2018 and 05-30-2018 due to communication error involving bat323763. Based on the log file analysis, the most likely root cause of the premature power switching event can be attributed to momentary disconnections between the controller and batteries. The most likely root cause of the loss of power can be attributed to a disconnection of both power sources from the controller and/or due to momentary disconnections between the controller and batteries. The most likely root cause of the critical battery alarms can be attributed to communication error between the controller and battery. An internal investigation has been opened to evaluate the controller losing power as well as momentary disconnections and implement corrective actions as required. Additional products: battery, bat550050; expiration date: 2017-12-31; UDI#: (B)(4); concomitant medical products: yes, return date: 2018-07-09; device evaluated by MFR: yes; mfg date: 2016-12-31; FDA method code(s): 10, 4112; FDA results code(s): 3213; FDA conclusion code(s): 12 battery, bat550335; expiration date: 2017-12-31; UDI#: (B)(4); concomitant medical products: yes, return date: 2018-07-09; device evaluated by MFR: yes; mfg date: 2016-12-31; FDA method code(s): 10, 4112; FDA results code(s): 3213; FDA conclusion code(s): 12 battery, bat323763; expiration date: 2017-09-30; UDI#: (B)(4); concomitant medical products: yes, return date: 2018-07-09; device evaluated by MFR: yes; mfg date: 2016-09-30; FDA method code(s): 10, 4112; FDA results code(s): 3213; FDA conclusion code(s): 12, 4307 battery, bat324203; expiration date: 2017-10-31; UDI#: (B)(4); concomitant medical products: yes, return date: 2018-07-09; device evaluated by MFR: yes; mfg date: 2016-10-31; FDA method code(s): 10, 4112; FDA results code(s): 3213; FDA conclusion code(s): 12. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Log file review indicated that one battery exhibited communication errors.

Manufacturer narrative:
Product event summary: one controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several power switching events due to momentary disconnections involving batteries (B)(4). Momentary disconnections will result in an audible tone or "beep." Additionally, data log files revealed multiple instances involving (B)(4) where the battery¿s relative state of charge (rsoc) was between 101-201, which is indicative of communication errors. Analysis of the alarm log file also revealed two critical battery alarms due to communication errors logged on 25-may-2018 and 30-may-2018 involving (B)(4). Analysis of the event log file revealed one controller power-up event logged on 31-may-2018 at 17:04:32. The data point prior to the loss of power revealed that (B)(4) was connected to power port one and (B)(4) was connected to power port two with 24% rsoc. Several momentary disconnections were recorded leading up to the loss of power. The data point recorded after the loss of power revealed that (B)(4) was connected to power port one and no power source was connected to power port two. The controller was without power for 17 seconds. As a result, the reported events were confirmed. The most likely root cause of the premature power switching events and "beeping" can be attributed to momentary disconnections between the controller and batteries. The most likely root cause of the critical battery alarms can be attributed to communication errors between the controller and battery. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation was completed to investigate momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.